Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a pump error 38 alarm. When the customer connected the reservoir and the tubing, the insulin pump did not rewind. The insulin pump would alarm pump error 38. The customer was unable to complete the rewind process. Customer's blood glucose level was 9.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.